Event description:
Philips received a complaint on the heartstart xl+ indicating that the device's battery was not functioning. There was reportedly no patient involvement. Results of functional testing indicate a battery failure. The device's battery was aged. No other functional fault was found, and the device functioned to supply therapy as expected per design. The customer was provided with a replacement battery. Based on the information available and the testing conducted, the cause of the reported problem was a component failure. The reported problem was confirmed. The customer was provided a replacement battery to resolve the issue. It has been concluded that no further action is required at this time.